Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: (right) 375cc mentor memorygel breast implant catalog: 3507375bc lot: 5676918 sn: (B)(4). On 8/5/2019, the product investigation was completed. Device investigation summary: during analysis of the sample was found ruptured. Shell abrasion was found in the edges of the tear. No other anomalies were discovered. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Shell abrasion suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent breast augmentation revision with two 375cc mentor memorygel breast implants, suffered left side rupture post-operatively. Mammogram confirmed the intracapsular rupture. As a result, the patient underwent bilateral removal and replacement with two 170cc mentor memorygel breast implants on (B)(6) 2019.